Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during bolus delivery. The customer's blood glucose (bg) ranged from 350 to over 600 mg/dl. Boluses via the pump and insulin injections were used to address the high bg level. After the alarm, the customer would either resume insulin delivery or change the infusion site. As the occlusions had occurred in the past and the supplies to the pump had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.